Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was successfully implanted using a large flexnav delivery system. The patient presented with a right bundle branch block (rbbb) prior to undergoing transcatheter aortic valve implantation (tavi). The valve was successfully implanted at a depth of 4 mm on the non-coronary cusp (ncc) in the cusp overlap view with the parallax removed. The depth on the left coronary cusp (lcc) was 4 mm in the coplanar view with the parallax removed. Following completion of the procedure, the patient continued to have a right bundle branch block. On (B)(6) 2026, the physician notified the reporter that the patient¿s qrs had widened to a degree that led the care team to determine that permanent pacemaker implantation was indicated. The date of permanent pacemaker implantation was not reported. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.